Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that one of the electrodes broke/stopped working right away but had to be left in. As a result the patient was feeling really "crappy" and dizzy with black eyes. The device then became infected and the system had to be removed which took out "chunks" of their brain. The patient was never the same after that including them having a form of dementia and times where they thought a fork was their pants, whereas before the surgery they were sharp minded. Images of the patient's brain were provided in which the consumer noted that based on the size and depth of the holes left in the brain from the device a brain signal could not propagate well anymore. The issue did get better in time but did not fully resolve, with the patient since passing away. Additional information received confirmed that the death was due to pneumonia and occurred over 5 years after the device was removed, and as such was not related to the device or therapy. It was reiterated that the device just rendered a really poor, crappy quality of life/mental health after the emergency removal. No further complications are anticipated.